Event description:
It was reported that the device and leads implanted were found to be reversed in the header at the pre-discharge evaluation. Leads will be corrected tomorrow. The system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.